Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if any malfunction code recurred, and they acknowledged and understood the instructions.